Event description:
The customer reported device failed rate test (high). There was no patient involvement.

Manufacturer narrative:
The customer reported problem cannot be determined. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 02/13/2020 to present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported device failed rate test (high). There was no patient involvement.